Event description:
Additional information from the consumer reported that her bowel incontinence/ frequency had not yet been resolved. The patient had periodic episodes and some were worse than others. She had to return to doctor's offices for the episodes. The manufacturers' representative was there and showed the doctor how programs could be changed. The patient asked for the card used for airport when traveling. She was told it would be taken care of but never. She received it; date was (B)(6) 2015. Confidence in how people address issues was not that good.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0vjdq, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had been having bowel incontinence since (B)(6) 2015 and was having issues with their hemorrhoids. The patient thought the incontinence could be the result of the antibiotic they were taking for a bad cold. The patient did not feel stimulation and the therapy was on. The patient was able to feel stimulation after it was increased to 2.6v from 2.1v on program 3. On (B)(6) 2015, the patient now wanted to decrease the stimulation because the felt it was too high. The patient didn't know if that was causing them to have more movement than they should have. The patient was having a lot more at 2.6v than when they had it on 2.0v, so they wanted to go back down to 2.0v. The patient decreased stimulation back down to 2.0v. The patient was going to see their health care provider (hcp) on (B)(6) 2015. The indication for use for this patient was gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.